Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -3.0 diopter was implanted into the patients right eye (od) on (B)(6) 2021. Excessive vault was observed. The lens was removed on an unknown date. Additional information has been requested but none has been forthcoming. D6b-unk. H3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -3.0 diopter was implanted into the patients right eye (od) on (B)(6) 2021. Excessive vault was observed. On (B)(6) 2021 the lens was exchanged for a toric lens of shorter length and the problem was resolved. D6b- (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.00 diopter into the patients right eye (od) on (B)(6) 2021. The lens was reported as having excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.